Event description:
It was reported the insulin pump alarmed failed battery test. The device had turned off without any alarm or indication. Customer was advised to insert a new battery and check the battery cap for corrosion, stated it was ok. The insulin pump did turn back on but alarmed failed battery test. Customer used another new battery and device alarmed again. Customer's blood glucose was 180 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected turn off or failed battery alarms were noted during testing. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump had minor scratches on the display window and a scratched reservoir tube window.